Event description:
Needle broken in the body after injection [needle issue]. Patient received a wound and had to bandage for several days [injury associated with device]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "needle broken and stay in the thigh", "patient received a wound and had to bandage for several days" both beginning on (B)(6) 2013, and concerned a (B)(6) male patient who was treated with novofine 6mm (31g) (needle from unk start date for device therapy. Patient's height, weight and body mass index were not reported.

Manufacturer narrative:
Medical history was not provided. It was reported that the pt injected himself with a humalog kwikpen (insulin lispro) and novofine needle on (B)(4) 2013 in the left thigh. The needle broken and stayed in the thigh. The day after the pt visited a medical clinic and they could not find the needle. The pt received a wound and had a bandage for several days. On (B)(4) 2014, the needle was found in the right foot and could be removed. The outcome for the events "needle broken in the body after injection" and the "pt received a wound and had a bandage for several days" was reported as recovered on an unk date. The pt evaluates the causality as probable. Batch number was not available and the needle will not be sent in for analysis. The seriousness of this case was reported as "unk" by the reporter. The case was assessed as serious on (B)(4) 2014 by the sponsor with seriousness criteria as "medically significant". Reporter comment: the pt evaluates the causality as probable. Batch number was not available ant the needle will not be sent in for analysis.